Manufacturer narrative:
H2. Correction: please note, codes b20, c20 no longer apply to this report. H3. The returned ins (serial number (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing, and it was shown to be working normally with respect to recharge performance, including recharge current and ins heating. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745. Product type programmer, patient product ID a710. Product type software h6: please note that annex f code f11 has been replaced with f1905 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a regulatory/competent authority reported that the patient had experienced recharging difficulties with their ins. It was also reported that the patient had experienced ¿very strong stimulation¿ and that the ins could not be turned off. An unknown person met with the patient and ¿because of something that never happened, the problems were the same.¿ the patient¿s ins remained off afterward. Although the patient reported ¿a few times that the neurostimulator had been turned on and the patient received a very strong stimulus and was able to turn it off.¿ a review of the ins however noted that ¿there would be no way for the neurostimulator to send a very strong stimulus, because in addition to being turned off and reports prove that the neurostimulator was out of battery.¿ the ins was ultimately replaced on (B)(6) 2021 as a result of the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that when they connected to their implantable neurostimulator (ins) on (B)(6) 2021, the ¿battery was low¿ and was ¿requesting a recharge¿ after having charged the ins to 100% the night before. On (B)(6) 2021, the patient charged the ins up to 100%, but after the end of the recharge session, the patient reported that an error message app eared that indicated ¿it is necessary to check device: eri (elective replacement indicator) ¿ contact your doctor¿ [screen 65]. The patient controller no longer connected with the ins at that time and would only connect when the recharger telemetry module (rtm) was connected to the patient controller. A manufacturer representative (rep) met with the patient on (B)(6) 2021 and noted the ins was at 40% charged and the clinician tablet displayed a ¿therapy unavailable¿ message. The patient controller was restarted and it was attempted to recharge the ins; however, the ins didn¿t recharge at that time. It was noted that the patient controller battery level went down, but that of the ins didn¿t increase [on screen 49];the load did not transfer despite the connection always indicating that it was excellent. The patient controller and recharger telemetry module (rtm) were changed in an effort to troubleshoot the issue; however, the issue remained and ins charging ¿remained extremely slow.¿ it was noted the patient controller connected without needing the rtm, but was ¿always informing that the battery needs to be recharged.¿ recharging of the ins was performed for one and a half hours on (B)(6) 2021 and the ins ¿only recharged 30¿ and then a message stating ¿concluded¿ appeared. The ¿patient took hours to load the generator and was unable to complete the 100%.¿ the rep noted that a review of the patient¿s stimulation settings was performed and they found that ¿based on the parameters, the battery would run out in 3.7 days, not in the same day.¿ a review of a device interrogation record found a message that noted the device time had been changed and that at some point the device date was set to the year 2039. The rep met with the patient on the weekend of (B)(6) 2021 and noted the ins battery was at 30% at that time, after the patient had charged the ins for hours the day before. Then, ¿a few minutes later,¿ the ins level was noted to be at 20% and ¿soon after that there was no more charge.¿ a new charger was then connected and left to charge the ins for one hour; after which, ¿both the charger and the tablet reported low battery, asking to charge.¿ it was noted that ¿during the loading process, the patient reported that the implant had heated up and the loader stopped loading to protect the system.¿ the rep then restarted the charger and ¿it charged again without success.¿ a review of device interrogation results found there were no recharging sessions longer than 26 minutes, with most of the charging sessions lasting less than 10 minutes, despite what was previously reported. Review/evaluation of the ins pocket site was recommended by the manufacturer at that time. The rep later reported on (B)(6) 2021 that repositioning the antenna and checking the depth of the ins were tried, ¿but it was all in vain.¿ no further complications were reported or anticipated.